Manufacturer narrative:
Concomitant medical devices: 6996sq58 lead, implanted: (B)(6) 2011.

Event description:
It was reported that an epicardial lead exhibited oversensing with noise. The physician opted to switch the left ventricular (lv) lead and right ventricular (rv) lead in the header and reprogram the rv lead to only pace and sense. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.